Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary- bd received three (3) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for missing gel was observed. The customer samples were evaluated by visual examination and the issue of missing gel was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed one (1) box of 5 ml sst tubes have no gel. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed one (1) box of 5 ml sst tubes have no gel. No patient impact reported.